Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Event description:
The customer reported an unresolved circuit occlusion alarm on this avea ventilator. The customer also reported the device failing the leak test and failing the expiratory pressure transducer calibration. No reported patient event associated with this issue by the customer.